Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2017 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent hernia repair surgery on (B)(6) 2019 during which the surgeon noted numerous adhesions of the omentum to the recurrent hernia. The numerous adhesions were lysed with shears. The mesh was intimately adherent to all of these adhesions. The mesh was then explanted and removed from the abdominal cavity. It was reported that the patient experienced severe pain, inflammation, dense adhesions, nerve damage, loss of appetite, stress and anxiety. No additional information was provided.